Event description:
Pt experienced subtrochanteric femur fracture in 7/1997. Plate was implanted 7/1997 and broke 5 months post-op. Plate was removed 12/5/1977.

Manufacturer narrative:
H3 - actual device was evaluated. Visual, photographic and mechanical testing were performed. Device met specifications.